Event description:
A customer contacted beckman coulter inc. (Bci) stating that a falsely low platelet (plt) value was obtained on the coulter lh 780 hematology analyzer for a patient demonstrating platelet satellitism (platelet adherence to polymorphonuclear white blood counts). No instrument generated flags were provided. The erroneous results were reported out of the laboratory. The customer suspected that the plt value was erroneous because the patient's previous plt result was higher (358). The platelet clump satellitism was observed by manual smear. Customer was unable to perform an accurate plt estimate as a result of the platelet satellitism. Per the customer, a corrected plt report was sent out indicating "unable to report due to platelet clump satellitism." There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
The sample was collected in a 5 cc vacutainer edta tube, stored room temperature, and processed within two hours of sample collection. The sample was processed in the primary mode. Controls were run before and after the event; results were within limits. Service was not dispatched for this event, as the issue was related to a specific sample. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of a rare events may fail to trigger a suspect message.